Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that two patients experienced symptoms of iritis, two years following intraocular lens (iol) implant procedures. The optical surface of both patients were protruding from the incised anterior capsules and the edges reached out to iris since the size of their incised anterior capsules was large. The iol haptics are properly found in their anterior capsules. Uveitic glaucoma hyphema (ugh) syndrome is suspected due to the edge of their optical surfaces reached out to iris. The symptoms are developing in an eye of two patients respectively. Current treatment is unknown. There are two medical device reports associated with the reported events. This report is for the 2nd patient.